Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) spontaneously rebooted on june 1st around 13:52 and again on june 7th around 13:50. They would like the logs reviewed. No reports of patient harm.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse station (cns) spontaneously rebooted on june 1st around 13:52 and again on june 7th around 13:50. They would like the logs reviewed. No reports of patient harm. Investigation summary: based on the results of the investigation, there is no evidence of a rebooting event on june 1st, 2026. However, the logs show an unexpected system shutdown at 1:46:14 pm on 06/07/2026. Based on the available log data, the reboot may have been triggered by a system crash or an unexpected loss of power. In addition, the event log indicates that the device has been operating continuously for more than eight months. According to the service manual, the central monitor should be restarted at least once every six months to ensure stable operation. Although there was a patient involved, there were no reports of injury, no harm, nor any adverse events, due to the reported issue. Trending will continue to be monitored for this device, incidents, issues, and causes.